Manufacturer narrative:
The vessel sealer extend instrument is not being returned, failure analysis investigations cannot be performed. At this time there is insufficient event date information; system logs cannot be performed.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, the robotics coordinator reported the vessel sealer extend (vse) was not sealing all the way. The procedure was completed as planned. The patient was brought back for an additional surgery due to a reported leak from using the vse.